Event description:
It was reported that the patient presented in-clinic after receiving a notification. High impedance was noted, with a sudden increase over the last few days. Patient has been lost to follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.